Manufacturer narrative:
The following report is being submitted to relay corrected information. The following sections were corrected: h6: types of investigation and investigation findings. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 7 years post op initial left total knee arthroplasty, this patient was revised due to poly wear. The femoral and tibial components are also loosening. All components were replaced with a revision knee system. Patient was last known to be in stable condition following the event. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6) 02-012-49-2509 - logic tibial insert slope ++, sz 2.5, 9 mm. (B)(6) 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-32 - threaded pin size 3.0 collarless. (B)(6) a10012 - gps implant kit v2. (B)(6) stk190-119-90 - stryker saw blade 90x19x1.19mm. G2: australia. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2023-02218. The revision reported was likely the result of prosthesis wear, prosthesis fracture, and insufficient bonds between the implants and the bones, which resulted in aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, prosthesis fracture, and loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided. The device history record for this femoral component was reviewed, and all components were accepted with conformance to the device requirements. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.